Event description:
As reported, the 5f mynx control vascular closure device failed to advance into the sheath. There was no reported patient injury. The user was trained to the device. The device will be returned for evaluation. Per preliminary image review, the sealant is exposed below the sealant sleeves.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.